Manufacturer narrative:
Weight: unknown, ethnicity:unknown, race:unknown. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -11.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced due to a lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Corrected data: b1: adverse event should be corrected to product problem. B2: outcomes attributed to adverse event- should be omitted for correction. Claim#: (B)(6).

Manufacturer narrative:
Corrected data: h1: type of reportable event-adverse event should be corrected to malfunction. Additional information: d9: device available for evaluation-yes:return date: (B)(6) 2022. Claim# (B)(4).